Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During testing it was noted that the lock button was missing from the device. No patient involvement was reported.

Event description:
During testing it was noted that the lock button was missing from the device. No patient involvement was reported.